Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefor consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose episode prior to the call, and the paramedics were called. The customer stated that they arrived, but had not provided any treatment, because she treated herself with glucose tablets. The customer stated that her glucose level went up to 168mg/dl. The customer is new to the insulin pump and she is still calculating her insulin dosage and bolus delivery amount. The customer stated that her low blood glucose was due to a possible miscalculation of bolus delivery for her meal as the carbohydrates were provided to her from a third party. No further info was provided.